Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient, exhibited no output. The patient presented in the emergency room with an intrinsic rate of 25 ppm. The ipg has been explanted.